Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis revealed that there was a ram chip memory error. It was also noted that analysis of the device had normal battery depletion.

Event description:
It was reported that the device had a power on reset and an elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.